Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region lifted and pulled proximally from crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion kink 27.3 cm proximal to the distal tip. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 23april2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.